Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a 71-year-old male patient. The following data was provided (customer provided reference range is <34.2 pg/ml): sid (B)(6): initial result = 53.8 pg/ml, repeats = 3.9 pg/ml and 3.9 pg/ml. No impact to patient management was reported.

Event description:
The customer reported a falsely elevated alinity I stat high sensitivity troponin-I result for a 71-year-old male patient. The following data was provided (customer provided reference range is 34.2 pg/ml): sid (B)(6): initial result = 53.8 pg/ml, repeats = 3.9 pg/ml and 3.9 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a gel substance adhering to the external wall of the sample alinity pipettor probes. The sample alinity pipettor probes were cleaned which resolved the issue. The instrument service history for the alinity I am processing module, serial number (B)(6) verifies no subsequent complaints have been reported related to false elevated stat highly sensitive troponin-I patient results. A review of complaint and trending data for the alinity I processing module did not identify any similar issues with regards to the customer reported event. Additionally, review of complaint and trending data associated with the alinity pipettor probes did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I am processing module, serial number (B)(6), or the alinity pipettor probes was identified.